Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The receiver was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and firmware errors were observed. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that the receiver restarted itself without manual input on (B)(6) 2015. The patient's mother stated that prior to this event, the device buzzed, performed a system check pass, and then initialized again. No additional patient or event information is available.